Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Reportedly, the customer was reusing the insulin. Cts advised customer that tandem does not recommend reusing insulin. However, the customer continued to load a new cartridge with the reused insulin and resumed insulin therapy.